Manufacturer narrative:
Additional product component: model number/catalog number 720185-01. Serial number: null. Batch/lot number: 144629018, model/catalog description, reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced failure to cycle with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.